Manufacturer narrative:
The device was explanted and successfully replaced. The device has not been returned for analysis. Should additional information become available, or if the device is returned for analysis, this event will be updated.

Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) was lost to follow-up for approximately two years. During an in office check, impedance and amplitude testing could not be completed. The device continued to pace at 60 bpm. There were no daily measurements recorded for approximately a year and the last automatic capacitor reform was completed approximately two years ago. The arrhythmia logbook was reviewed and episodes were recently recorded with noise noted on the rate/sense channel. An attempt to complete a manual capacitor reform was unsuccessful. Technical services recommended replacing the device. No adverse patient effects were reported.